Event description:
A malfunction alarm, identified as malfunction 12, was reported due to a momentary power loss to the vibrator motor. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's level. The customer resolved the issue independently by resetting the device, and no technical support was necessary.